Event description:
Healthcare provider reported "soft tissue lump" and "location of palpable concern shows a small oval anechoic cyst...the lesion is wider than it is tall without invasive borders." Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.4., d.6b., h.4., h.6.

Manufacturer narrative:
In response to FDA report number mw 5097993. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "pain" and "leaking silicone into their breast cavity." Additionally, patient reported via regulatory agency "moved up their chest", "lopsided/smaller", and "swelling." Device remains implanted.